Event description:
Related manufacturer reference number: 2017865-2021-36416, 2017865-2021-36417. It was reported the patient presented in clinic due to a hematoma of their device pocket. The patient's implantable cardioverter defibrillator, atrial lead, and right ventricular lead were explanted without issue. The patient was stable throughout.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Visual examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.